Manufacturer narrative:
Concomitant medical products: 459878 lead, implanted: (B)(6) 2015.

Event description:
It was reported by the patient that they were scared and concerned about a recent incident where they were hospitalized for being "shocked 32 times and flatlining twice." Follow-up determined that the patient had received shocks for atrial fibrillation with rapid ventricular rate as well as ventricular tachycardia from their implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
.

Event description:
It was further reported by the patient that since being shocked, "something was not right in their head and it had messed it up some way" and they were "not right" anymore. They stated that they had been knocked onto the cement and now "fluid runs from both ears" and they "can hear things like the ocean and bells ringing." Follow-up was conducted to obtain information on the patient's reported symptoms, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.